Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode and was hospitalized. Technical services (ts) reviewed the device data and identified two non-sustained ventricular tachycardia (nsvt) episodes and one ventricular tachycardia (vt) episode treated with four bursts of anti-tachycardia pacing (atp). The episode did not reached the vt-1 detection zone at the beginning of the episode. The device was determined to be functioning as programmed; however, the programmed detection duration may have contributed to symptoms prior to therapy delivery. Further clinical evaluation and programming considerations were recommended. No adverse patient effects were reported. This ICD remains in service.